Event description:
The facility representative reported a colleague infusion pump with a missing power cord. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated colleague.

Manufacturer narrative:
(B)(4). Additional information: h10 after the completion of product evaluation by baxter service personnel, the root cause of the reported condition was attributed to a missing power cord. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a missing power cord was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. The power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.